Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the station and confirmed that the device was communicating properly by verifying the data synchronization status. No issues on the device. The system functioned as intended after technical support specialist tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was on disconnected mode and not communicating. An error icon indicated disconnected mode was displayed at the top of the screen. The customer attempted to reboot the station and unplug and reconnect the cables; however, the issue persisted. The customer also confirmed that the network cable was securely connected. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.